Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked, at the length of the cartridge, after being filled with insulin. The customer was able to load a new cartridge successfully and blood glucose level was not impacted.